Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving two shocks the previous day. Upon interrogation it was noted that the shocks were inappropriately administered for atrial flutter with one to one conduction. Also during the interrogation a code displayed indicating that an open circuit was detected during shock deliver as a result of a high out of range shock impedance measurement. Upon further review all shock impedance measurements appeared to be within normal limits even with isometrics. It was also noted that the right ventricular (rv) lead pacing impedance measurements have been steady but have gradually risen. Boston scientific technical services (ts) was consulted and suggested an x-ray along with further testing. The patient was referred to another physician for further evaluation. Since the patient had heart failure exacerbation no further evaluation has occurred and the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. High power visual inspection noted that all seal plugs are intact. Seal ring marks indicate full lead insertion in all lead barrels. A large amount of body fluid contamination was observed in all lead barrels and there were many electrocautery marks on the header of the device. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv, ra and lv spring contact components were found to be out-of-specification. This laboratory finding may have contributed to the reported clinical observations of high pacing impedance measurements; however analysis determined that this would not have caused the high out of range shocking impedance measurements. The observation of high out of range shock impedance was not confirmed by analysis. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted approximately three months later as the rv lead was noted to be holding open the tricuspid valve when visualized on an echocardiogram. This was leading to tricuspid regurgitation. No additional adverse patient effects were reported.